Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. Ventilator service message was recorded in the alarm log. For a preventative measure of recurrence, the device's main board was replaced.